Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a full black screen. The patient's blood glucose at the time of incident is unknown. The insulin pump was exposed to extreme temperatures. The device was then stabilized at room temperature for over thirty minutes. However, a self test was not possible. The insulin pump was not returned or replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No black screen or display anomaly noted. No cosmetic damage noted.